Manufacturer narrative:
The unit passed the displacement test. However, the pump alarmed with a compromised force sensor system error during the basic occlusion test due to a slightly loose drive support disk. The following physical damage was noted: minor scratches on the lcd window, a broken belt clip slot, and a missing end cap sticker. The unit was received with all buttons responding properly. However, light moisture damage was found at the keypad traces. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The customer had not been using the pump for a while due to non-functional buttons, but they became to work again; however, the pump now had a force sensor issue. The patient's blood glucose at the time of incident is 169 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer stated that insulin had squirted out of the tubing when the pump alarmed. He also confirmed that the pump had not been bumped or dropped prior to the alarm. However, the drive support cap was flush. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.